Event description:
It was reported that "removing three level reflex hybrid plate c4-7 (implanted (B)(6) 2007) inner shaft of revision driver broke and damaged head of screw upon removal (two of the prongs on the screw broke). Screws were removed without inner shaft. Plate was removed and new 1 level plate put on for revision level."

Manufacturer narrative:
Method: complaint history analysis, risk assessment review and visual inspection. Result: complaint history analysis: 1 previous complaint for cruciform prong breakage on reflex-hybrid screws. Visual inspection: signs of mechanical wear which is characteristic of normal use, 2 cruciform prongs confirmed to be broken. Fragments were not returned. The screw-head was damaged when the screw extractor inner shaft broke. Risk assessment: no adverse consequences to the patient and the broken fragments were safely removed from patient, confirmed via x-ray. Conclusion: reference medwatch # 9617544-2011-00229 for information related to the screw extractor inner shaft. The screw fracture is most likely attributed to the improper use of the screw extractor.